Event description:
While opening supplies for surgical procedure, team noted a brown piece on the white towels that came in carotid pack. Towel and piece saved along with face sheet from pack. New pack was obtained for procedure, no delay. Carotid pack, cardinal health, ref# scv40scssa, lot# 395008, exp: 8/1/26.